Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable disconnect alarms was confirmed via the submitted log files. A review of the submitted log file spanned approximately 14 days (05sepmay22 ¿ 24may22 per time stamp). On 07sep22 at 22:28, 16sep22 at 22:12, 22:17, and 23:03, 17sep22 at 22:56, 18sep22 at 22:05, and 19sep22 from 01:43 to 02:08 while connected to the power module, there were power cable faults on the white power cable not associated with a power source exchange. The power cable disconnect alarm activated with this event as well. The alarms did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The returned system controller, serial number (B)(4). Was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were reproduced during testing. The cable jacket and shielding of the power cables were stripped and no damage to the underlying wires were found. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use (rev. C) section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook (rev. C) section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including power cable disconnect alarms. Heartmate ii instructions for use (rev. C) section 8-¿equipment storage and care¿ and heartmate ii patient handbook, section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had been having multiple power cable disconnects since (B)(6) 2022. The alarms reportedly occurred on the black power lead and were typically on ac power. The pins on the patient's patient cable appeared clean, straight, and intact. The pins on the white power lead connector also looked clean straight and intact. Log file review captured off voltages and random power cable disconnects while using the patient cable on (B)(6) 2022 and (B)(6) 2022. These events were observed on the white power lead of the controller. The alarms resolved after exchanging the controller.